Event description:
The hosp claimed that the electrode insulation did not extend in to the 137655 footswitching pencil. The dr ran his hand over the exposed metal in between the insulation and handpiece and was shocked. No injury.